Event description:
Air was visible in the arterial tubing during last 24 mins of treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. The complaint sample was discarded at the time of the incident. There was no pt injury or need for med intervention reported. This MDR is filed for blood loss only.